Event description:
A medical doctor reported that two years after a glaucoma shunt implant surgery the patient presented with conjunctiva and scleral flap erosion. The glaucoma shunt was filtering the aqueous humour outside the eye. Additional information has been requested, but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).